Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in a female patient who had essure (batch no. 626286) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), pelvic pain ("pain"), genital haemorrhage ("abnormal bleeding"), hypersensitivity ("allergic reaction") and psychological trauma ("psych injury"). Essure treatment was not changed. At the time of the report, the device dislocation, pelvic pain, genital haemorrhage, hypersensitivity and psychological trauma outcome was unknown. The reporter considered device dislocation, genital haemorrhage, hypersensitivity, pelvic pain and psychological trauma to be related to essure. The reporter commented: plaintiffs received treatment for pain, abnormal bleeding, migration. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2008: result not provided. Most recent follow-up information incorporated above includes: on 9-jan-2020: plaintiff fact sheet was received. Lot number were added. Case becomes incident. Previously reported event- injury updated to event- migration. Event added from pfs- pain, abnormal bleeding, allergic reaction, psych injury. We received a lot number/returned sample/serial number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in a female patient who had essure (batch no. 626286-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), pelvic pain ("pain"), genital haemorrhage ("abnormal bleeding"), hypersensitivity ("allergic reaction") and psychological trauma ("psych injury"). Essure treatment was not changed. At the time of the report, the device dislocation, pelvic pain, genital haemorrhage, hypersensitivity and psychological trauma outcome was unknown. The reporter considered device dislocation, genital haemorrhage, hypersensitivity, pelvic pain and psychological trauma to be related to essure. The reporter commented: plaintiffs received treatment for pain, abnormal bleeding, migration. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2008: result not provided. Lot number reported (626286) is invalid. Most recent follow-up information incorporated above includes: on 12-jun-2020: update of information (batch is not valid). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.